Event description:
It was reported that the devices were used during a laparoscopic hernia. It was reported that the instruments were broken and staples are not advancing. Another device was used to complete the case. There was no consequence to the patient.